Event description:
Reporter is a type ii diabetic patient on dialysis. For the past 4 - 6 months, she has been able to get any of the dexcom g7 sensors to stay attached to her skin. She has been going in the clinic every two weeks and having a practitioner attach the sensors to her body for her. She hasn't experienced any adverse symptoms related this issue.